Event description:
I just saw your article about clear care contact lens solution. I have been using this product for years. Another issue that users need to be aware of and that I contacted the company about twice is that in cold temperatures, the chemical reaction that is required to convert the hydrogen peroxide does not take place. I have seriously burned my eye twice this way when I was hiking in the mountains and the temperature apparently was not high enough to allow the reaction to occur. The company denied this possibility, which is why in contacted them a 2nd time when it occurred again. I suggested they include this on their label as well, but they dismissed my concern as if it was my error. I was in temperature below 32 degrees the 1st time it happened, but not the 2nd time. I would appreciate your attention to this matter. Medication ot administered to or used by the pt. Relevant materials not provided. (B)(4).